Event description:
Same patient as MFR#2134265-2011-05843. It was reported that following a coronary artery stenting treatment procedure the patient the patient experienced in-stent restenosis and stent under expansion was discovered. In (B)(6) 2011, the patient presented with chest pain. A 2.50 x 16mm ion stent was implanted in the ramus artery. (B)(6) 2011, the patient was admitted with unstable angina and was referred for cardiac catheterization. Ivus was directed down the ramus which revealed that the "distal end of the stent and the overlap of the 2 stents appear to be well deployed against the artery wall but was slightly under expanded." The "under expansion" and the "in-stent restenosis" was treated with several high pressure balloon inflations resulting in complete expansion with 0% residual stenosis post dilatation. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).